Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results lot number was not provided- DHR could not be reviewed. Stock product reviewed results lot number was not provided- stock product could not be reviewed. Investigation methods/results implant was returned with healing abutment still engaged. Implant was verified to be a hahn tapered implant ø4.3 x 13mm (70-1154-imp0012) using radiographic template (pk-209-062515). There was no defect or non-conformity observed on the implant and the threads were intact. Bone debris was observed in the threading of the implant. Healing abutment was determined to be of the hahn tapered implant healing abutment family but exact dimensions could not be verified. An attempt was made to disengage healing abutment using prosthetic driver but to no prevail. Diameter measured 3.5mm using a calibrated mitutoyo 0 - 1'' blade micrometer (part no. 422-330). There was no visible defect or non-conformity observed on the apex (collar) of the healing abutment. Root cause a root cause for this complaint cannot be explicitly determined but most probably cause is over-torqueing the healing abutment at initial placement which causes an extremely tight fit. Per sme, IFU's provide a torque value to screw in the parts and if customers go over, there is a risk of damaging the part and the internal section of the implant. Per the reported information, doctor stated they hand torqued the healing abutment to 60 ncm using the hahn guided surgery wrench. IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in the recommended torque values section: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm." Additionally, IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in the deliver the final restoration section: "using the hahn prosthetic driver in conjunction with a properly metered torque wrench, tighten the abutment or hybrid restoration to the following recommended torque values: 35 ncm for implant diameters 3.5 mm, 4.3 mm, 5.0 mm, and 7.0 mm."

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone type is d2-d3. There is no medical or dental history prior to implant. The patient presented on (B)(6) 2020 for primary procedure on tooth #8. On (B)(6) 2020 the patient returned after healing cap placement. Upon examination, the provider states "no issues until I had to reverse torque entire implant out due to cold welding of healing abutment". The issue is with the abutment. The abutment sealed itself to implant and could not be removed. The provider confirms he torqued to 60ncm. The device was removed. The provider's states new implant placed in site.